Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
According to the reporter, on (B)(6) 2017 during the procedure, the physician was not able to get within the appropriate target to allow safe biopsy. The physician aborted the case and the patient was under general anesthesia.